Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/11/2023, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer had pitting, resulting in it binding with the ar-9597-20 angled reamer sleeve. This was discovered during cleaning after a case. There was no patient effect reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual evaluation revealed that ar-9597-20 had damage on the edges around the device, abrasion marks on the base of the angled reamer and strong scratches on the collar. Functional testing with the mating part ar-9676 reveals that the devices got stuck and did not rotate freely, due to the damage around both devices and did not work as required. The most likely cause for the reported failure can be attributed to user error of the device due to interference of the mating instrument.